Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. The sample was repeated on a second analyzer and these values were deemed correct. The results were corrected. The sample initially resulted in a na value of 119 mmol/l and repeated as 141 mmol/l. The sample initially resulted in a cl value of 128 mmol/l and repeated as 105 mmol/l. The cl electrode lot number was r4545. The electrode expiration date was requested, but not provided. The na electrode lot number was w4484. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
There were no alarms on the calibration performed on (B)(6) 2022. Quality control were within range on the day of the event. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple ise noise and ise internal reference alarms occurred near the time of the event. The field service engineer found there was fluid leaking from a valve. Valves were replaced. The ise cage, ise tubing, sipper nozzle, rinse head dispense volumes, water pump pressure, and gear pump pressure were checked and no issues were found. All electrodes were replaced and valves were decontaminated. The customer ran calibration and controls with results within expectations. Precision studies were performed. The investigation determined the service actions resolved the issue.